Event description:
The affiliate reported, the customer alleged a false positive amphetamine result, for one pt, involving unicel dxc 800 synchron system. The erroneous result was released out of the lab prior to beckman coulter, inc. Recommended confirmatory testing. Subsequent confirmatory testing with mass spectroscopy produced a negative result at a forensic lab. There was no report of pt injury. There has been no report of change in pt treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The lab suspected drug interference at the time the pt¿s sample was collected and requested confirmatory testing. The child pt was released to the parent after potential drug interferent was identified and confirmatory testing yielded a negative amphetamine result. This reportable event was identified during a retrospective review of product complaints conducted from jan 1, 2008 and oct 23, 2010 for additional reportable events.